Event description:
A 26mm sapien valve was deployed with a final 70:30 aortic/ventricular position, resulting in 2+ paravalvular leak (pvl) and no central leak (cai). Post dilation with an additional 1ml was performed with no improvement to the pvl. A second valve was prepped and deployed in a slightly more ventricular 50:50 a/v position, resulting in trace-mild pvl and no cai. The patient was extubated and transported to ICU in stable condition. The patient¿s native annulus diameter measured 24.5mm by tee and 23x27mm, with an area of 500-518mm2 by CT with severe native valve/leaflet calcification and no root calcification notes. As reported, the size of the annulus was borderline for a 26mm valve and placement ended up high leading to pvl under the lcc. The second valve was placed to extend the skirt further into the lvot.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, in addition to the procedure itself, patient factors (native valve dimensions) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.